Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5

Event description:
Patient reported right side "textured implant", "caused swelling, breast pain, fluid buildup, rash, and other symptoms". Device has been explanted

Event description:
Patient reported right side "textured implant", "caused swelling, breast pain, fluid buildup, rash, and other symptoms". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "fluid build-up.

Event description:
Patient reported right side "textured implant", "caused swelling, breast pain, fluid buildup, rash, and other symptoms". Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a